Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of jueu2084 showed five other similar product complaint(s) from this lot number.

Event description:
It was reported that the fixation device was loosen from the band aid. So no fixation was left. It was reported this occurred with three devices. This report addresses the second device.